Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence and pelvic organ prolapse on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent revision procedures on (B)(6) 2010 and (B)(6) 2010 due to mesh exposure, dyspareunia, partner injured during intercourse from mesh exposure, vaginal bleeding and discharge, recurrence of incontinence, scarring, urinary problems and other physical problems. She also underwent a surgical procedure on (B)(6) 2012 and bioarc by american medical systems was implanted due to stress urinary incontinence. It was reported that the patient underwent a procedure on (B)(6) 2012 for revision and removal of problematic mesh due to mesh exposure, dyspareunia, partner injured during intercourse from mesh exposure, vaginal bleeding and discharge, recurrence of incontinence, scarring, urinary problems and other physical problems. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy.